Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with compromised force sensor system. The blood glucose was 302 mg/dl at the time of the incident. Customer declined troubleshooting of high blood glucose. Customer advised to replace the insulin pump and revert to backup plan. Customer treated high blood glucose with shot. The drive support cap is sticking out. Customer also reported button error. Customer advised to replace and discontinue the insulin pump. The insulin pump will be returned for analysis.